Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, inappropriate antitachycardia pacing therapy and inappropriate hv therapy for supraventricular tachycardia was observed. Previously patient received inappropriate therapy when atrial events fell in blanking period and wrong rate branch had been used by the device. Device was reprogrammed then. Now the rhythm seems to be atrial tachyarrhythmia with ventricular conduction. Programming changes were made. Patient's condition was stable.